Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported single leaflet device attachment (slda) appears to be related to the patient morphology/pathology (dilated left atrium and mitral annulus) causing excess tension on the leaflets. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment. It is reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 2-3. Prior to inserting the device, it was noted the patient had an enlarged atrium and mitral annulus. An ntw clip was inserted and successfully deployed at a2/p2. However, shortly after the clip was deployed, it detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was inserted and successfully deployed, reducing mr to a grade of <1. There was no clinically significant delay in the procedure. No additional information was provided.